Event description:
It was reported the patient felt a shocking/jolting sensation and an overstimulation sensation . It was reported current impedance measurements were normal. It was reported for the past 2 months whenever, the patient was around any computers, he would feel overs timulation and shocking sensation. It was reported when the patient went to (B)(4) furniture mart, electric store, he felt overstimulation when walking through the security gate. It was reported when he walked through the computers department, he felt overstimulation and shocking sensation. It was reported, the patient also felt the same symptoms when at home around 2 computers. It was reported, the overstimulation was in both legs and back and he felt jittery and needed to turn stimulation down. It was reported, he turned if off. It was reported, the patient did "twist, which he caught himself on the bed but did not fall". It was reported, the patient did feel appropriate stimulation and normal sensation and it¿s only when he is around electronics. It was reported, he checked his programmer (pp) and the amplitude was the same, "did not ramp up to 10.5v, but felt like it did". It was noted, the implantable neurostimulator (ins) pocket looked fine. Additional information received reported there was no por, and emi was suspected but not officially confirmed (no code). It was reported impedances were normal and no other issues. It was advised to the patient to turn it off when walking through a security gate and to walk in the middle.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).